Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Attempts were made to obtain complete event details, as well as patient and device information; the physician commented that the patient had no problem such as sequela of the event. The returned microcatheter was found fractured at its distal tip, while the proximal portion of the tip was found curved. By magnified observation, there were cracks on the tip polymer in the circumferential direction near the fracture surface of the tip, which were caused by pulling force. The edge of the braids on the fracture surface was found exposed, while the tip was found elliptically deformed. The above findings suggested that the tip polymer of the subject microcatheter was stretched and got fractured at approximately 2mm from the distal end where the tip polymer structure and the braids lay next to each other. Lot history revealed no anomaly related to the reported event, and no other similar product experience report was received regarding the lot. Based on the obtained information and the investigation outcome, it was concluded that the subject microcatheter was withdrawn while its tip was overlapped with the dilated balloon of the exchange catheter. It was concluded that pulling force exceeding the product design limit was applied to the tip and eventually caused the tip to fracture. There was no indication of product deficiency. The instructions for use states: [contraindications] do not use this microcatheter in advanced calcified lesion; and, [malfunctions and adverse effects] separation.

Event description:
During a pci to treat a heavily calcified 90-99% stenotic lesion in lcx#13 to #15, the subject microcatheter was used for support to exchange a rotawire for a 0.014" guide wire after rotablation was performed. When an attempt was made to use an exchange catheter to withdraw the subject microcatheter, the distal tip of the subject microcatheter got fractured. As the tip fragment wandered into the distal portion of the vessel, it was concluded that its retrieval was difficult. The physician decided to put the patient under observation and completed the procedure after effects on the normal blood vessels were confirmed by angiography.